Event description:
It is reported that a customer experienced low blood glucose of 11 mg/dl. The customer was treated for the low blood glucose by the paramedics with a shot. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they accidently primed her insulin and all the insulin was injected in her body which caused the low blood glucose. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.